Manufacturer narrative:
The investigation into the reported purge system leak has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated the cause of the purge leak was sidearm yellow luer damage due to bicarbonate in the purge. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62 year-old female was implanted with an impella device for mechanical circulatory support. It was reported that there were purge system open alarms after a cassette change. There was also leaking around the yellow luer and the staff was aware of the troubleshooting procedure of bypassing. There was 5%dextrose in bicarbonate in the purge. There was no patient injury reported.